Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via social media that she experienced diabetic ketoacidosis on two occasions. Customer stated that the first time it was while she was pregnant and had to learn to give shots in her pregnancy stomach and the second time was 2 years later and treated with and insulin pump in the intensive care unit. Blood glucose value is unknown.